Manufacturer narrative:
Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, customer had filled the cartridge with a "dosing needle and syringe". Tandem technical support educated customer on proper the load techniques. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.